Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had observed the source of the leak was the tubing at pinch valve (pv) 41 and pv46. The fse replaced the affected tubing. No further evidence of leaking was observed. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. Bec identifier for this report is (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that the coulter lh 500 hematology instrument was leaking clear fluid while the instrument was idling. The volume of the leak was approximately 10 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection to the reported event.